Event description:
During service, failure code 812:02 occurred. The hospital rep stated to the baxter service facility that they have no record of any pt incident involving the pump since the last baxter service event.